Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that this right ventricular (rv) lead dislodged was repositioned and has since dislodged again. The local area representative was contacted for additional information but had no information. All available information indicates that this lead remains in service. No additional adverse patient effects were reported.